Manufacturer narrative:
Correction: in the previously submitted MDR, brand name and type of reportable event were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date. Device manufacture date.

Event description:
It was reported that after starting to use an unspecified bd¿ pen needle for pre-filled forteo pen, patient experienced black and blue marks at injection sites. Leakage was also happened when she used unspecified bd¿ pen needle. Since starting forteo, patient had experienced headache, jaw pain, leg pain, ear pain, cough, and itchy throat. Patient had taken ciprofloxacin fro 10 days for cough. Other medical interventions for other symptoms were unknown.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after starting to use an unspecified bd¿ pen needle for pre-filled forteo pen, patient experienced black and blue marks at injection sites. Leakage was also happened when she used unspecified bd¿ pen needle. Since starting forteo, patient had experienced headache, jaw pain, leg pain, ear pain, cough, and itchy throat. Patient had taken ciprofloxacin fro 10 days for cough. Other medical interventions for other symptoms were unknown.

Manufacturer narrative:
Describe event or problem: it was reported that after starting to use an unspecified bd¿ pen needle for pre-filled forteo pen, patient experienced black and blue marks at injection sites. Since starting forteo, patient had experienced headache, jaw pain, leg pain, ear pain, cough, and itchy throat. Patient had taken ciprofloxacin fro 10 days for cough. Other medical interventions for other symptoms were unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that after starting to use an unspecified bd¿ pen needle for pre-filled forteo pen, patient experienced black and blue marks at injection sites. Since starting forteo, patient had experienced headache, jaw pain, leg pain, ear pain, cough, and itchy throat. Patient had taken ciprofloxacin fro 10 days for cough. Other medical interventions for other symptoms were unknown.